Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to cystocele, and rectocele. It was reported that the patient experienced pain, infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent removal of vaginal mesh on (B)(6) 2009 along with urethrolysis and cystoscopy due to urgency and frequency and outlet obstruction. It was reported that the patient underwent implantation of first and second stage of interstim on (B)(6) 2010 and (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent implant of first interstim implant on (B)(6) 2010 due to urgency, frequency, and urge incontinence. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 4/6/2016.